Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician took the 3.00x12mm taxus express2 drug eluting stent (des) out of the sterile sheath and found that the stent struts were exposed and protruding. The device was not used and never entered the patient. The procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context.